Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a hernia repair. The patient had revision surgery 1 year post-surgery. He also had surgery on (B)(6) 2013. The patient experienced infected mesh, revision surgery, and pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced infected mesh, recurrence, adhesions, small bowel obstruction, chronic inflammation, scarification, lack of adequate ingrowth, mental pain, pain, disability, impairment, loss of enjoyment of life, defective mesh, and mesh deformation. Post-operative patient treatment included revision surgery, hernia repair, and small bowel resection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced infected mesh, pain, recurrence, adhesions, small bowel obstruction, chronic inflammation, scarification, lack of adequate ingrowth, defective mesh, and mesh deformation. Post-operative patient treatment included revision surgery and small bowel resection.